Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erratic differential results for one patient and normal control results after the diluent was replaced on the lh750 instrument and after a crossover test (old diluent lot versus new diluent lot) was performed. The erroneous results were not reporting of the laboratory. Per customer, the use of the instrument was discontinued after the differential results obtained with the new lot and old lot of diluent varied by more than 5% during the crossover test. The test was performed per laboratory procedure. No reports of death of death, injury or affect to patient treatment are associated with this event.

Manufacturer narrative:
Samples were collected in 3 and 4ml tubes and are run within 1 hr of specimen collection. The controls were run before the event and were within qc specifications. The differential results for the normal control were erratic after changing the diluent. A bci field service engineer (fse) reviewed customer data and found: vl 45 tubing crushed and limiting the flow of stabilyse to mixing chamber and replaced the stabilyse tubing. Found pressure leak at vl 50a, (vacuum/pressure to the mix chamber). Fse replaced tubing at vl 45 and lv 50a and removed, cleaned & lubricated the bsv & bsv shaft. Fse indicated that instrument needed comprehensive pm (preventive maintenance). The instrument was stopped until pm was performed. Patient results were verified post repair and normal operation of the system was resumed. Root cause for the differential results is most likely attributed to parts replaced and adjustments made in association with the stabilyse and mixing chamber during servicing subsequent to the event. In addition, pm was also indicated as contributory factor.